Event description:
T4 neonatal bp cuff malfunction clip-on attachment as an adult cuff. For half an hour, a child of 3.2kg for digestive surgery had no more bp while she was present and consistent on the first operating times.

Manufacturer narrative:
The bp cuff malfunction clip on attachment for an adult cuff would delay the reading of the neonate, but the clinician would be able to recognize the deficiency before use of the product and change it out with the correct one. There was no report that a patient was impacted by product deficiency.

Manufacturer narrative:
The bp cuff malfunction clip on attachment for an adult cuff would delay the reading of the neonate, but the clinician would be able to recognize the deficiency before use of the product and change it out with the correct one. There was no report that a patient was impacted by product deficiency the complaint of no bp reading regarding parts zncv4801hp-10 was not confirmed. The root cause was not determined but could possibly be a result of nibp cuff components not bonded together securely. A risk assessment was performed and the ultimate risk was determined to be medium which would require reporting to the CAPA review board, but this product has been discontinued. There have been 3 other complaints regarding the same part and a similar issue within the 24 months preceding the reporting of this issue. A resolution letter was sent to the customer.

Event description:
T4 neonatal bp cuff malfunction clip-on attachment as an adult cuff. For half an hour, a child of 3.2kg for digestive surgery had no more bp while she was present and consistent on the first operating times.